Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called to report the insulin pump alarmed for no delivery during the prime process. Blood glucose reading was approaching 300 mg/dl at the time. The customer mentioned bent and kinked cannulas on her infusion sets. Troubleshooting could not be performed as this was a past event. Advised to call in when the alarm occurs so troubleshooting can be performed. Nothing further reported.